Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have particulate matter in the fluid path during patient use. It was stated in the report that during chemotherapy infusion, the white floating particles were observed in the set. The issue persisted after replacing the new set. After replacing the third set, no particles were detected. Doxorubicin and glucose 5% was involved. There was no patient harm report.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.